Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the battery charger/modem was unable to recharge a battery pack. The cause for the failure was contamination on the battery pca. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the damaged charger.

Event description:
A us distributor returned charger sn (B)(4) and reported that the charger was resetting.